Manufacturer narrative:
The report event of balloon ruptured was unable to be confirmed. Catheter tip, balloon and both balloon windings were missing and not returned. Catheter body was found broken at around 0.10 inches distal from the nearest inflation port. Per the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. In addition, per the IFU, to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. Further evaluation regarding supplier related quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the balloon of a fogarty arterial embolectomy ruptured during use. There were no patient complications reported. Patient demographic information requested but unavailable.